Manufacturer narrative:
A sample has been received by the device contract manufacturer however, no evaluation results have been received from the contract manufacturer to date. No further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections g.1, g.2, h.3, h.6 and h.10. Per the contract manufacturer evaluation, one regulator sample from the reported lot number was received in good condition. The regulator was put through a final inspection and test. The regulator was found to fail inspection for insufficient flow and excessive dead end creep. The reported event could be confirmed because although flow was present, it was far below specifications. A review of the batch production record for the reported lot number showed no unusual manufacturing issues. A review of the complaint records showed two prior complaints against the reported lot. The root cause of the reported event can be attributed to a nonconforming regulator. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this reporter. (B)(4).

Event description:
A health professional reported that two ophthalmic gas regulators were unable to fill syringes. Procedure details, patient involvement and patient impact information is unknown. Additional information received clarified that the gas regulators were unable to fill the syringes prior to performing vitrectomy procedures. There was no patient involvement thus, no impact to any patient.